Event description:
It was reported that the patient was dissatisfied upon their post-operative exam. The dissatisfaction with left eye persisted leading the doctor to believe the iol (optic) might have been the issue or possibly a different theoretical a-constant was used causing the refractive miss. The doctor decided to explant and replaced the lens with a different diopter. It was stated that the patient is now very happy with the outcome. No further information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record review showed no deviations. The diopter measurement records was verified and was shown to be within specifications. This was in compliance with the labeled dioptric power of 23.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. The device was not returned for evaluation. Placeholder.